Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to detach lung lobe during laparoscopic lobectomy, the staples did not form. Another reload was used to complete the case. There was no patient injury.